Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient states they have been having issues with lower back pain especially on the area where the device is. Patient states it is like they have an open wound in there that is hurting so much that they can hardly do nothing about it. Patient has not been able to get out of bed to get something to eat or anything because of the pain. Patient spoke to the doctor's office today and yesterday and they told them to call the manufacturer. Patient service specialist asked if this is new pain and patient states this is like in the beginning when they put it on and they thought it was from the surgery but then it started getting worse again and going through their legs. Pt states when trying to get up they have a sharp pain through their legs. Patient currently is in group 1 at 1. 5v and lower to 1. 40v and again to 1.30v and it doesn't help and group a is full of charge. Patient had tried groups 2 and 3 but nothing is the same. The minute they move they have to be lying down and their condition on lungs cannot be in bed all day. Pt states when they go from a to b it hits the right hand side of lower back all the way down to her right leg and then when they switch to a it goes everywhere. Patient mentioned they did not sign up for this device to help with this pain. The patient was redirected to their healthcare provider to further address the issue. Agent clarified that the patient has tried all the groups already programmed in. Agent sent email to the reps. Pt states they have an appt.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.